Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.

Manufacturer narrative:
Additional information has been provided in d3 and h6. Corrected information has been provided in h3. Placement signal issue: based on the clinical details provided that the psnr alarm triggered at the time a dialysis catheter was being placed and returned product had damage to the sensor face reproducing the psnr alarm, the cause of the placement signal issue was determined to most likely be a device interaction causing optical sensor damage as a result of reasonably foreseeable misuse. Per the impella rp flex IFU (10003286), "operating the pump at a high flow rate while inserting, manipulating, or removing guidewires, indwelling central venous lines or devices poses a risk of the device tip interacting with the pump inlet. This may cause damage to the pump sensors, damage to the interacting device, or loss of support. Reduce the p-level to p-2 and use imaging guidance during insertion, manipulation and removal of guidewires, indwelling central venous lines or devices."

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal not reliable alarm when a dialysis catheter was being placed. No patient harm was reported.

Manufacturer narrative:
Additional information has been provided in d9 and h6.